Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Upon review of the lot history records, nonconformances were discovered relating to the device malfunction. Mentor will address these nonconformances within the quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 66-year-old female patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was undergoing a revision surgery and a ruptured right breast implant was discovered on (B)(6) 2022. As a result, the patient underwent removal and replacement with a 325cc mentor memorygel breast implant. No patient outcomes or procedural delays were reported due to the rupture.

Manufacturer narrative:
On august 12, 2022, mentor completed a visual evaluation using a photo of the discarded device that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. Manufacturer¿s reference number: (B)(4).